Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified 1st right posterolateral (rpl) segment. A non-bsc stent was deployed to treat the lesion. Post deployment, a dissection occurred in the distal area of the stent. Subsequently, a 2.25 x 38 synergy drug-eluting stent was advanced to cover the dissection. However, there were still some area left uncovered. A 2.25 x 12 synergy drug-eluting stent was then advanced to cover the remaining area. However, the device got caught by the previously implanted non-bsc stent and could not reach the target area. Upon withdrawal of the 2.25 x 12 synergy stent, the stent detached from the tip of the guide catheter. Subsequently, a 2.0mm balloon catheter and a snare was used to retrieve the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent detached during procedure and was returned with the device and the snare for analysis. A visual examination of the crimped stent found the stent severely damaged across its length with struts bunched, distorted, stretched and lifted from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profile was reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified 1st right posterolateral (rpl) segment. A non-bsc stent was deployed to treat the lesion. Post deployment, a dissection occurred in the distal area of the stent. Subsequently, a 2.25 x 38 synergy¿ drug-eluting stent was advanced to cover the dissection. However, there were still some area left uncovered. A 2.25 x 12 synergy¿ drug-eluting stent was then advanced to cover the remaining area. However, the device got caught by the previously implanted non-bsc stent and could not reach the target area. Upon withdrawal of the 2.25 x 12 synergy¿ stent, the stent detached from the tip of the guide catheter. Subsequently, a 2.0mm balloon catheter and a snare was used to retrieve the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.